Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device revealed that the catheter was broken and was kinked approximately at 15.3cm from the broken end. The noted failure likely occurred due to physical impact or damage on the device as a result of mishandling; therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an open end ureteral axxcess catheter was used in the lower urinary tract during a cystoscopy, r retrograde pyelogram and r flexible ureteropyeloscopy procedure performed on (B)(6) 2017. According to the complainant, the catheter was sheared upon the insertion of the guidewire. It was reported that the device did not reach the patient. The procedure was completed with another open end ureteral axxcess catheter device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the catheter was broken; therefore, this is now an MDR reportable event.